Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with antibiotics (type not reported). The patient underwent a procedure on (B)(6) 2015, to revise the skinflap and was administered with antibiotics. The patient underwent a second procedure on (B)(6) 2015, to change the abutment, and was administered with a further course of antibiotics. The implanted device remains.